Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was displaying an error code while charging a battery.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) was confirmed. Upon investigation, the battery charger was unable to charge a battery. The u13 8 bit cmos flash micro controller on the bedside board was found to be corrupted. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.